Manufacturer narrative:
A review of the manufacturing lot build database for the reported tego lot# 3235877 (mfg. 03/2016) showed (B)(4) units were all mfg., tested, inspected and released. There were no exception documents generated during the lot builds. It was reported that the catheter line was not clamped before disconnecting the dialysis blood line which may have contributed to the initial and only report of blood leakage occurring. The tego directions for use has specific instructions for clamping, disconnecting and sates "..to clamp the catheter lines before disconnecting a device (bloodline, blood withdrawal device, syringe) caution statements "clamp line before disconnecting from tego." Additionally, followup information reports at an unspecified time after admittance at (B)(6) hospital for further observation and monitoring, the involved tego connectors were removed, replaced and discarded. Upon removing the tego connectors there were no reports of leakage, no observed component damages, abnormalities.

Event description:
Int'l. ((B)(4)) complaint received reporting leakage issue with use of nxstage dialysis tubing line and d1000 tego connectors. The initial and follow up information reports the event as follows "...following completion of dialysis, parent (father) disconnected patient from his dialysis, turned away for a few seconds to attach dialysis line to saline line to give .. Blood back at the end of the therapy. .. Turned back and noticed blood squirting from the bottom of the tego. .. Parent (mum) .. Was in the room within a few seconds and went straight to the patient who was blue. She proceeded to give him mouth to mouth, she did not check his pulse but continued to give 2 chest compressions and the patient started to moan so she stopped and his colour returned. The patient was taken to their local hospital by ambulance and was in a postictal like state for approximately an hour. . There was no intervention.". . Patient was "..transferred to (B)(6) hospital for further observation and monitoring. Pt. Was discharged on (B)(6)." Pt. Is currently receiving dialysis at in center dialysis unit, and no longer on home haemodialysis program. Usage: tego initially placed (B)(6); two dialysis sessions completed with out incident on (B)(6). The patients central line had not been clamped when the dialysis line had been disconnected. Tego was "..leaking out the bottom as if it hadn't resealed once line removed. ... (Following the leakage) the dad clamped the central line so he knew that there would be no more leakage. " additional follow up information received confirmed that the catheter line was not clamped before disconnecting the dialysis blood line which may have contributed to the initial and only report of blood leakage occurring. At an unspecified time after admittance at (B)(6) hospital for further observation and monitoring, the involved tego connectors were removed, replaced and discarded. Upon removing the tego connectors there were no reports of leakage, no observed component damages, abnormalities. Facility contacts also stated that "they have had no other problems with tegos."